Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination of 5 types of intestinal bacteria. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: d8, d9 (date returned), h2, h3, h6. The complaint investigation reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: delayed reprocessing. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end swab, solution sample from instrument , channel, biopsy channel, suction channel, air/water channel, and auxiliary water channel, colony forming units (cfu): 0 cfu, bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed; burnt distal end cover (c-cover) and noisy image during angulation. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed. A definitive root cause could not be determined, although there was a noted delay in reprocessing. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In regards to the burnt c-cover, it is likely the reported issue occurred because a device was energized near the c-cover while using the product with an endo therapy accessories for high-frequency cauterization. The c-cover may have been burnt by influence from electrical discharge. In regards to the noisy image, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.